Event description:
The following information was reported to kci by the patient: the patient underwent 3 surgical procedures in order to remove foreign material alleged to be v.a.c. Whitefoam dressing that "broke off." The patient has been off v.a.c. Therapy since (B)(6) 2015. On (B)(6) 2015, the following information was reported to kci by the nurse: the physician manually removed 2 pieces of a foreign material alleged to be while foam in office. The nurse stated that upon performing the next dressing change, she manually remove 1 piece of white foam from the wound. She then stated on the following dressing change, she manually removed 1 more piece of while foam but was concerned she did not retrieve it all. The patient's surgeon subsequently took the patient to surgery and cleaned out the patient's wound. The nurse stated she was the only one changing the dressing and she may have not been removing all of the dressing. The nurse stated that the physician surgically cleaned the patient's wound. Dates not provided. No additional information is available. The v.a.c. White foam dressing lot number is not available, therefore a device history review could not be performed.

Manufacturer narrative:
It is unknown when the events occurred as this information has not been provided. Per review of kci records, on (B)(6) 2015, v.a.c. Therapy was discontinued due to "adequate granulation tissue formation." The nurse reported she was the only one changing the dressing and she may have been removing all of the dressing. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. White foam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. This report is being filled due to possible user error.